Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), and the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), and the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump alarm, and the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was performed for fluid in the pump, and the customer stated that the home screen was appearing on the display. Troubleshooting was performed for damage, and the customer reported damage to the battery compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 130 due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 alarm on event date 04/30/2025 10:07:55.000, 04/30/2025 10:12:17.000, 04/30/2025 10:22:49.000 and pump error 130 alarm on 04/30/2025 10:01:47.000, 04/30/2025 10:05:06.000, 04/30/2025 10:05:06.000, 04/30/2025 10:44:34.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, pump error 43 during testing and pump error 130, 43 alarms in the pump history due to moisture damage electronic assembly and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.